Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("strong pain") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "4 essure inserted, according to the x-ray". In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced mood swings ("mood swing") and hypersensitivity ("abnormal hypersensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, mood swings and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, mood swings and pelvic pain to be related to essure. The reporter commented: the patient stated that 4 essure were inserted, despite the fact that her gynecologist specified having inserted 2 essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: 4 essure coils inserted. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-mar-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10.297 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer, other or non-health professional is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: consumer was hospitalized and surgical/medical intervention was required. Case was upgraded to incident. According to the consumer symptoms were related to essure. Indication of essure added. No other new medical information was provided. On 21-mar-2018: case (B)(4) was identified as a duplicate of this case. All information was transferred - patient is (B)(6), intervention for essure removal was postponed several times but was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.